Event description:
During service at the baxter repair shop, the device powered on with a fail code 812:02. The hospital representative stated that there have been no reports of any patient incident involing this pump since the last baxter service event.